Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no physical device samples were returned. No samples (including photos) were returned for this complaint therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. No review of the complaint lot history check for ( needle stick or cannula through shield (re-shielding) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out for the lot number # unknown.

Event description:
It was reported that 2 bd¿ insulin syringe and needles had needle stick and needle through shield issues. The following information was provided by the initial reporter : the customer reported that when putting the safety cap back on the device the actual needle poked through the side of the safety cap into the customer's finger.

Event description:
It was reported that 2 bd¿ insulin syringe and needles had needle stick and needle through shield issues. The following information was provided by the initial reporter : the customer reported that when putting the safety cap back on the device the actual needle poked through the side of the safety cap into the customer's finger.

Manufacturer narrative:
Investigation summary no samples were returned therefore the investigation was performed based on the photos provided. The reported issue was observed. A device history review could not be completed as no batch number was provided. Embecta was able to confirm the customer¿s indicated failure based on the photos. No root cause can be determined at this time.